Manufacturer narrative:
The manufacturer was notified of this event via patient tracking and is in the process of attempting to obtain further information about the event. Device disposition not presently known.

Event description:
A carbomedics reduced aortic valve was implanted on (B)(6) 2012. The valve was explanted on (B)(6) 2017, and replaced with a perceval valve, size 25.

Manufacturer narrative:
The manufacturer was unable to obtain additional information about this event, and the device was not received for analysis. As such, the root cause of the event cannot be determined. Should additional information be obtained in the future, appropriate investigative actions will be taken. Device not available, unable to followup.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.